Manufacturer narrative:
Product analysis: analysis was able to confirm the reported boot-up issue. The programmer would appear to not boot-up, however, if the display screen was touched while booting-up the programmer would proceed to the next step of the booting process. Analysis also noted that the screen was dented and very unresponsive, the display assembly was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not boot-up. The programmer was returned for service. There was no patient involvement.